Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent an ipg and lead explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned as they were disposed. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16923727.